Event description:
The manufacturer's subsidiary's service technician reported that during preventive maintenance (pm) of the device, part of the flow sensor cover came off. There was no patient involvement.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed by observing the damage to the sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.